Event description:
Richard wolf medical instruments corporation (rwmic) was notified by one of its sales representative that during a case, one of the prongs on the device broke off in patient. Portion which broke off was easily retrieved, a back up device was readily available and procedure was completed with minimal delay. No injury to patient or staff was reported. Device consists of three parts: handle, sheath, tenaculum insert. Handle is manufactured by rwmic and then sent to endoplus where they manufacture the sheath and tenaculum insert. Endoplus then combines the three parts and returns a complete device to rwmic for distribution. Customer purchase date - 21aug2014 device was received at rwmic on 12jan2016. Device was then sent to endoplus for investigation on or around 18jan2016.